Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection of the whole system. The patient underwent an explant procedure where the leads, implantable pulse generator (ipg), lead extensions, and burr hole covers were removed. The patient was doing well post operatively. The explanted devices were discarded by the hospital and were not returned to bsc. Additional information was received indicating the infection the patient experienced was a staph infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7122553. Product family: dbs-ipg-r-MRI upn: m365db12160, model: db-1216, serial: (B)(6), batch: 599240. Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7126603. Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7127416. Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600c, serial: (B)(6), batch: 34009175. Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600c, serial: (B)(6), batch: 34009175.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7122553. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 599240. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7126603. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7127416. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: null, batch: 34009175. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: null, batch: 34009175.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection of the whole system. The patient underwent an explant procedure where the leads, implantable pulse generator (ipg), lead extensions, and burr hole covers were removed. The patient was doing well post operatively. The explanted devices were discarded by the hospital and were not returned to bsc.